Event description:
Patient was in for chemo; she gets hooked up to a 46 hour infusion pump that instills her chemo via port. She states the pump started beeping saying low battery around 22:30 the next night. She called the number on the pump and they advised calling 911, which she refused. Batteries were changed in pump on hook up day and the patient saw us do this. She turned off her pump and came in to the clinic first thing today. Rn turned on the pump, no low battery signal, infusion given was not correct on machine, pump was malfunctioning.